Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the an unspecified artery using the pre-close technique via a 7f sheath hole prior to an endovascular aortic aneurysm repair interventional procedure. Reportedly, the device "misfired out the box at the beginning of case" with a proglide device. The exact failure mode could not be recalled by the account [possible deployment issue or obstruction of flow]. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The unspecified failure was observed as a guide break. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to guide break, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.